Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the product, bubbles were generated from the cuff when it was immersed in water. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was confirmed. A visual inspection was performed and it was observed the cuff presents a small cut. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found: o an inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. O all taperguard products have a resting time of 2 hours. O deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.